Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display memory module, power management board, carrier board assembly, and all components of the display module were replaced, and the unit was returned to service.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, when the unit was rebooted after running 20-25 minutes, sometimes the display would turn grey. There was no reported patient involvement.